Manufacturer narrative:
D3 and g1 manufacturer fax were added as they were inadvertently omitted from the initial report. Ischemia/ppae: the cause of the injury was not determined due to insufficient clinical details. Hemolysis / mechanical interaction with blood: data log review alone was not sufficient to derive the cause of the hemolysis issue. The cause of the hemolysis could not be determined without the returned product for investigation and sufficient clinical details.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical rationale: an impella cp device was inserted into the right femoral artery and an rp flex was inserted into the right femoral vein, in a 83-year-old male patient with a past medical history of coronary artery disease (cad), coronary artery disease (cad), and diabetes, presenting in an out-of-hospital cardiac arrest requiring cardiopulmonary resuscitation (CPR), in acute myocardial infarction (ami) and cardiogenic shock (cgs), in scai stage e shock, on multiple inotropes and vasopressors, and on a ventilator for respiratory support, prior to initiation of support. The impella was inserted for ventricular support for a high-risk percutaneous coronary intervention (pci). While the patient was in the intensive care unit (ICU), distal limb ischemia was present. An arterial ultrasound was done, which confirmed no distal flow to the right lower extremity. The right foot was purple and swollen. It was noted that both the impella cp and the impella rp flex were in the same extremity. In addition, the patient's urine became dark red, and the labs were hemolyzed. Position was verified. The flows were reduced from p-8 to p-6 with some improvement in urine color. The impella cp functioned at p-6 at 2.8l/min without issues. Later that day, the impella cp was removed with an escalation of therapy to an impella 5.5. It was noted that the urine immediately cleared. The post-procedure outcome is survived at explant. Poor positioning of the impella can cause hemolysis. Hemolysis and limb ischemia are listed as potential adverse events, and consistent with known device-related and patient-related factors documented in the instructions for use (IFU).

Manufacturer narrative:
Additional information was received indicating that following the occurrence of limb ischemia associated with impella cp support via femoral access the patient was escalated to impella 5.5 support via axillary access. It was reported that the limb ischemia subsequently resolved.